Manufacturer narrative:
(B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving baclofen (500 mcg/ml at 102.02 mcg/day) via an implanted pump. The indication for pump use was intractable spasticity and other spasticity. It was reported that on (B)(6) 2019 a motor stall was seen at initial interrogation. The pump logs indicated that the motor stall was active and occurred on (B)(6) 2019. The patient did have an MRI on (B)(6) 2019. The pump was then re-interrogated, and a motor stall recovery message was seen in the logs for the same time as the first interrogation of the pump today confirming telemetry mode/state. The issue was resolved. No patient symptoms were reported. No further complications were reported/anticipated.